Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic colectomy procedure, when clipping on a blood vessel, the first clip and the mechanism at the proximal end of the jaws interfered with the second clip fed into the jaws so a teardrop-shaped clip was formed at the second firing. No bleeding or no damage of the target tissue was observed. The procedure was not converted to an open procedure. An er320 was used to complete the case. There were no adverse consequence to the patient. The patient¿s condition is stable. No further information is available.